Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_recharger_acc, lot# unknown, product type: recharger. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_recharger_acc, lot# unknown, product type: recharger. (B)(4).

Event description:
The etiology was due to recharging process. The patient did not charge the unit for approximately 2 weeks post-surgical hernia repair. The patient and the manufacturing representative were unable to recharge the device. The event required replacement of the device.

Event description:
It was reported that the device would not charge. The implantable neurostimulator (ins) was unable to recharge. The patient did not charge the unit for approximately 2 weeks post-surgical hernia repair. The event required a replacement of the device. The event required an unscheduled clinic or office visit. The device was explanted and replaced. Device interrogation showed abnormal device would not charge. The outcome was resolved without sequelae.

Event description:
Additional information received reported the recharging event was a result of patient error. The device would not charge was updated to recharging process. There was patient non-compliance with recharging schedule; patient had chosen not to recharge due to upcoming elective surgery.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient did not experience any symptoms related to the device not charging.